Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection found the lead body squeezed 26.5 cm distal to the is-1 connector pin, at this location a deformed outer conductor coil was noted. However, the outer and inner insulation were still intact. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to mechanical forces as the result of clavicular - first rib entrapment. Damages like the cuts into the insulation 26 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. Further analysis of the lead did not reveal any irregularity. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced because the physician had concerns about potential damage. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.